Event description:
It was reported via repair work order that the unit tipped over with a patient on it. The patient, who was reportedly overweight, went unresponsive during the transfer and slumped to one side, causing the cot to tip. The user facility is not alleging any malfunction with the unit, but did request an inspection, and it was confirmed there was no malfunction or defect to the unit. The patient reportedly sustained a 2 inch laceration to their head.